Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and exhibited an acute worsening of her tremor. The implantable neurostimulator (ins) battery had depleted about (B)(6) after replacement. There were no abnormal impedances measured. The patient had an x-ray on (B)(6) 2011, of her cervical spine, skull, and chest. There were no signs of a break in her leads. The ins was replaced in (B)(6) 2011 and the patient recovered without sequela. A follow-up report will be sent if additional information becomes available.